Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a fta repair surgery the blue handle of the device deattached from the inserter when pulled. The same thing happened when drilled with 1.35- and 1.6-mm drills. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection it was noted that the shaft of the dx fibertak suture anchor, st & ndls, was broken off from the handle. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to improper bone preparation, misaligned insertion, or prying/leveraging the device during insertion.